Event description:
It was reported that during an appendectomy procedure, it was observed that the stapler froze and would not complete the fire. Reverse was not attempted. No troubleshooting steps were done before using the manual override to return the knife home and remove the device from tissue. Staples were deployed and the knife cut. Staples were fully formed. Another like device was used to continue with the procedure. There were no adverse consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 02/28/25. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee45a, with lot/batch #c9ey5a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4: batch # 264d99. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The manual override door out of position and removed; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. The bailout system was reset and the device fire as expected however the knife did not returned. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review- a manufacturing record evaluation was performed for the finished device batch number 264d99, and no non-conformances were identified.